Event description:
Customer reported elevated results on a pt for ckmb, myoglobin and troponin I. All results had a "dl" flag. Pt transported to another facility as a result due to elevated results. Results were questioned at other facility and tests were re-run. Customer informed that results with a "dl" flag were not to be reported.